Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The rn was unable to provide an exact date of the event. The rn said the machine began alarming with an air detector message at an unknown point in the treatment. Blood was observed leaking externally from the tubing within the blood pump. The rn stated there was no visible damage or defect noted on the combiset bloodlines. The patient¿s estimated blood loss (ebl) was less than 30 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The machine was removed from service following the event and it was verified that there were no issues with it. The rn said the blood pump rotor caps were intact. The combiset was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The rn was unable to provide an exact date of the event. The rn said the machine began alarming with an air detector message at an unknown point in the treatment. Blood was observed leaking externally from the tubing within the blood pump. The rn stated there was no visible damage or defect noted on the combiset bloodlines. The patient¿s estimated blood loss (ebl) was less than 30 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The machine was removed from service following the event and it was verified that there were no issues with it. The rn said the blood pump rotor caps were intact. The combiset was not available to be returned for evaluation as it was reportedly discarded.